Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped after one hour of use and displayed an s6 error. No patient injury reported.

Manufacturer narrative:
The information provided by the user was analysed for investigation. The user reported a ¿error 05.0031¿ of the pressure sensor s. In case of a ¿s6 error 05.0031¿ the device alarms visually and acoustically and the ongoing ventilation is stopped. In this case an alternative independent ventilation device has to be used instantly, as described in the instruction for use (IFU). ¿s6 error 05.0031¿ means the sensor s6 is out of range indicating a problem with the automatic zeroing of sensor s6. The root cause of the s6 failure could not be identified based on the available information. The device did behave according to the specified safety concept. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device stopped after one hour of use and displayed an s6 error. No patient injury reported.